Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). Claim # (B)(4).

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.5 diopter, implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2024. Back up lens was implanted on (B)(6) 2024 due to patient movement during implantation causing lens to stick in incision and cornea scratch during removal of lens. This resolved the problem. Patient related factor: patient movement during implantation. Lens was implanted, removed, and replaced intraoperatively.